Event description:
It was reported that stress lines on the cartridge tore the +23.0 diopter aq2010v three piece silicone lens upon insertion. No harm to the patient, sutures were used.

Manufacturer narrative:
(B)(4): evaluation method - lot order search.results:a lot order search was performed an there were ten (10) similar complaints found.conclusion:based on the complaint history and lot order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the optic of the lens was torn, there was stress lines on the cartridge walls and there was a reddish residue on the product. A functional test was performed on the batch of cartridges returned and it was concluded that the cartridges functioned in accordance to design specifications intended. Conclusion: based on the complaints history, lot order search, product evaluation and functional test, we were unable to determine a specific root cause of the event. (B)(4).